Event description:
The pt underwent a procedure in the right common femoral artery. The access site was scarred, however no calcium deposits at the arterial access site were detected. The physician, who was in training to use the device, attempted arteriotomy closure with the closer tsl 6fr. Device. Resistance was encountered when attempting to advance the sheath into the arteriotomy. The device was removed and an 8 fr. Dilator and hemostats were used to increase the access tract. A second device was inserted with force and appropriately positioned. A distal guide fracture occurred. The device was removed and the site was closed and distal pulses were recorded as normal. The pt was sent to the floor for recovery. The following day diminished pulses were detected and the pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted that the artery was heavily dissected in the area of the sheath and dilator insertions and that this was the cause of the bleed. Additionally, field reports indicate the physician used excessive force when attepting to insert the device.